Event description:
Per provider, the dealer states it is broke close to where the screw attaches the 2 cross braces together. The dealer states the patient was in the seat but was not injured. The dealer states the end users brother alleges that they were transferring the end user into the chair and the corssbrace just broke in half. The dealer states the customer is a amputee.